Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was otherwise asymptomatic and peritoneal effluent fluid appeared cleared when obtained from the patient. It was stated the patient did not complain of back pain when they presented to the clinic (as reported in the intake) and it was believed the patient¿s back pain was unrelated to the peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus gordonii and a white blood cell (wbc) count of 1659/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1750 mg every five days for two weeks. The patient is recovering from this event with improving drains during ccpd therapy as they remain asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.